Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. The procedure treated the chronic total occlusion located in the calcified proximal left anterior descending artery. After pre-dilation, a 2.5x28 promus element plus stent was advanced and successfully deployed. However, after stent deployment, "the balloon would not withdraw from the stent and kept sucking in the guide catheter." The physician "did a low inflation, twist and turn and was able to deflate and remove the balloon successfully." Post dilation was then performed with a non compliant balloon resulting in a good stent expansion and apposition. No further patient complications were reported and the patient status is ok.

Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. The procedure treated the chronic total occlusion located in the calcified proximal left anterior descending artery. After pre-dilation, a 2.5x28 promus element plus stent was advanced and successfully deployed. However, after stent deployment "the balloon would not withdraw from the stent and kept sucking in the guide catheter." The physician "did a low inflation, twist and turn and was able to deflate and remove the balloon successfully." Post dilation was then performed with a non compliant balloon resulting in a good stent expansion and apposition. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination noted that the device was returned without the relevant stent. A microscopic examination of the balloon found no visible damage present. The balloon was inflated /deflated and no issues were noted. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).